Manufacturer narrative:
(B)(4). Analysis was normal, no anomaly was found. (B)(4).

Event description:
It was reported that the patient developed pocket infection and erosion. The system was explanted. The patient was administered IV antibiotics and was discharged home with a lifevest for monitoring and treatment of arrhythmias. The patient was not dependent and their condition was stable during and post procedure.